Event description:
It was reported that during an attempted implant of a leadless implantable pulse generator (ipg) using the associated delivery system, low impedance and low r-waves were observed, prompting multiple recapture and redeployment attempts. It was further reported that the system was not locking down well when locking with the tether lock and that the ipg appeared to lurch forward despite the handle being in the lock position. After additional attempts, a better position was achieved further down the septal wall. Contrast injection was performed, and premature deployment post contrast injection was reported. When the tether was cut and pulled, the tether reportedly locked up, and at the same time the ipg became dislodged. A knot in the tether was suspected. Retrieval was attempted with the tether cut, and an attempt was made to retrieve the ipg back into the delivery system. During this process the tether reportedly freed up and the ipg became completely free to move in the atrium. Snares were used to retrieve and remove the ipg. The ipg was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.